Event description:
A report was received that the patient was experiencing pain in the neck and back near the incision site and it was difficult to stand or sit upright. The pain persisted even when the stimulation was turned off. The physician felt that it was muscle spasm and was related to the procedure but not device related. The patient was given medication.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.